Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, impedance was 2450 ohms. Changed red and black cables but still had high impedance. The lead was not used. There were no patient complications reported as a result of this event.